Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4524-45 implantable pacing lead, (B)(6) 1992. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and thresholds. Increased follow up was suggested and the lead remains in use. No patient complications have been reported as a result of this event.